Event description:
During an anterior resection procedure. The staples did not form properly. The surgeon completed the procedure by performing an unintended colostomy. The hosp has reported that the pt's status is satisfactory